Event description:
It was reported that the asymptomatic patient presented in clinic following a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator was discovered in backup mode. The suspected cause was an unspecified telemetry issue. The implantable cardioverter defibrillator was successfully restored. The patient was in stable condition.